Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.

Event description:
A leveen needle electrode was being used for therapeutic ablation of the kidneys in 2006. The needle was percutaneously advanced and a successful ablation for renal cell carcinoma was performed. It was noted that during the case, dr. Had placed a hemostat on the probe which caused part of the insulation to peel. Upon completion of the case, a 2-3cm third degree burn was observed at the puncture site. A plastic surgeon assessed the burn site and antibiotic cream was prescribed. The patient is said to be recovering.